Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during an atrial fibrillation (afib) procedure, a versacross connect laac access solution was selected for use. Positioning of the device was challenging due to a narrow puncture site. Three energizations were attempted; however, transseptal puncture could not be achieved. The procedure was successfully completed using an alternate device. No patient complications occurred. The device is not expected to be returned for analysis, as it was disposed of at the facility.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during an atrial fibrillation (afib) procedure, a versacross connect laac access solution was selected for use. Positioning of the device was challenging due to a narrow puncture site. Three energizations were attempted; however, transseptal puncture could not be achieved. The procedure was successfully completed using an alternate device. No patient complications occurred. The device is not expected to be returned for analysis, as it was disposed of at the facility. It was further reported that it was confirmed by ice and x-ray that the wire was protruding from dilator. It was believed that excessive force was not applied. There were no particular changes on the wire when it was removed from the body.

Manufacturer narrative:
We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted. Device analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk assessment: a review of the versacross connect laac access solution risk documentation was completed and confirmed that the event of failure to cross/puncture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, and considering the device was disposed and did not return for analysis, boston scientific was unable to confirm the cause of the failure; therefore has assigned an investigation conclusion code of 'unable to exclude device problem'.

Event description:
It was reported that during an atrial fibrillation (afib) procedure, a versacross connect laac access solution was selected for use. Positioning of the device was challenging due to a narrow puncture site. Three energizations were attempted; however, transseptal puncture could not be achieved. The procedure was successfully completed using an alternate device. No patient complications occurred. The device is not expected to be returned for analysis, as it was disposed of at the facility. It was further reported that it was confirmed by ice and x-ray that the wire was protruding from dilator. It was believed that excessive force was not applied. There were no particular changes on the wire when it was removed from the body.